Event description:
It was reported an external blood leak was observed originating from a break at the interface of the post pump replacement line of a prismaflex m150 set during hemodialysis therapy. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). H10: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the leak was observed from at the level y connector of the replacement line. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. The cause of the condition could not be determined; however, the most likely cause was due to the gluing process between the y replacement connector and replacement line during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.